Event description:
It was reported that while being raised in a hoyer lift/sling from wheelchair to bed, resident's foot became caught on her wheelchair pedal. When her foot was released, she slid onto the floor, landing on her left side. Unsure of injury if any. Unclear why facility thought this was a hoyer event and not user error with wheelchair, i.e., not checking if resident foot was clear for transfer? Resident in leg brace - no other info will be available.